Manufacturer narrative:
The device was received fully deployed with the expected number of pulses delivered during priming. The needle mechanism was manually reset and redeployed as intended. No damages or defects were observed that would contribute to a needle mechanism failure. The timing of needle deployment could not be determined, therefore the exact cause of the reported needle mechanism failure could not be determined. During investigation, the exposed portion of the soft cannula was observed to be shortened, resulting in a failure of the fluid path. The exact timing and cause of this damage to the exposed portion of the soft cannula could not be determined.

Manufacturer narrative:
The device has been returned. A supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the needle did not deploy when the pod was activated; this indicates a needle mechanism failure. The pod was not worn. No impact to the patient's glucose level was reported.